Manufacturer narrative:
Device was noted to be cds (cleaning disinfection, sterilization) when received. The returned device was evaluated. Inspection of the device using olympus boroscope found multiple scrape marks at the walls of the forceps passage however, there was no leak or clog found. Cracked ¿a-rubber glue" was observed and crack on c-cover was noted. Based on evaluation findings, there was no blockage or foreign material found on the device, however, physical damage was observed. It is probable that the foreign material causing the blockage was removed during the reprocessing. Physical damage found could be attributed to user handling and maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
During reprocessing, blocked channel, brush could not get through inside, looks like there are foreign objects inside the scope was reported. User cleaned the device and placed a bit of the foreign residue in a container. The user sent in the device for evaluation to make sure there is nothing wrong with device. There was no patient involvement, no user injury on this event reported. No patient infection associated on this reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information received , since the foreign object was reported by the user to be ¿hard and looked like mesh¿, it was presumed it was a fiber from towel and/or gauze used for wiping after reprocessing. However, it cannot be confirm as it was discarded. As stated on the IFU (instruction for use) the user manual states: inspection of the endoscopic system: inspection of the instrument channel: insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. Olympus will continue to monitor complaints for this device.